Event description:
It was reported that the guide wire coating peeled off. A 300cm, 8cm v-18 control wire was advanced to cross the lesion. However, it was noticed that the coating of the guidewire peeled off. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.